Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vaso view hemopro stayed on while in the off position. A replacement device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is rec'd. The following corrective action has been taken to address the solder flux issue: maquet has revised the work instruction for the soldering process mpi2047401/handle assembly mpi2047410 to add enhanced visual inspection to the soldering points and the switch contamination with flux. Maquet cardiovascular llc has initiated recall 2242352-10/28/13-002r to address this failure mode. The FDA nj district recall coordinator has been advised. A notification letter has been sent to this customer. Note: FDA has not yet assigned a "z" number to this action. (B)(4).